Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information indicates the lead was replaced. Therapy restored.

Manufacturer narrative:
The results, method, and conclusion codes along with the investigation results will be provided in final report.

Event description:
Related manufacturer reference number: 1627487-2020-31143. It was reported the patients lead had migrated resulting in ineffective stimulation. Surgical intervention may be pending to explant and replace the lead and the patients ipg. The reason for the ipg replacement is unknown at this time.